Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's wife contacted stryker reporting that her husband cannot bend his knee after over a year post-implant.

Event description:
Patient's wife contacted stryker reporting that her husband cannot bend his knee after over a year post-implant.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 5; cat#5521-b-500; lot#wubva. Tri ts femur sz5 right; cat#5512-f-502; lot#vywl. Tri press-fit stem 17mm x 100mm; cat#5565-s-017; lot#0052052e. Tri press-fit stem 14mm x 100mm; cat#5565-s-014; lot#0051553d. Simplex p full dose 1 pack; cat#6191-1-001; lot#rfx083. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding range of motion involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed indicating "no confirmation of event, need additional information, need patient clinical notes, no confirmation of post op revision treatments, need serial x-rays and examination of the explanted components. " device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed indicating "no confirmation of event, need additional information, need patient clinical notes, no confirmation of post op revision treatments, need serial x-rays and examination of the explanted components. "Additionally, none of the implants have been subject to a recall. A trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.